Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. In addition, it was reported that the pump time was inaccurate and "changing on its own". Customer loaded a new cartridge onto the pump and received a cartridge alarm 19. Tandem technical support reviewed the pump data and was unable to verify the pump time issue. Ultimately, customer was able to load a new cartridge onto the pump. Reportedly, the customer had been loading the cartridges with cold insulin. Tandem technical support educated the customer on loading the pump with room temperature insulin. Customer had elevated blood glucose levels (256 mg/dl). Customer delivered a bolus to address elevated bg levels.